Manufacturer narrative:
A stent graft delivery system was returned. Based on the evaluation of the returned sample, the reported issue could be confirmed. The outer sheath was found to be elongated which indicated that high release force was present during the treatment which subsequently led to an outer sheath fracture. A deployment per IFU is not possible due to the fracture. A manufacturing related issue could not be identified. Potential factors which may have caused or contributed to the reported issue have been considered. Therefore, previous investigations of similar complaints have been reviewed. This type of event may be related to a difficult patient anatomy or a challenging placement site, leading to friction increase during deployment. Insufficient flushing of the device may be a contributing factor to the reported issue. In this case the tracking vessel was not tortuous or calcified and the delivery system was flushed prior to use. The lesion was predilated. It is unknown if the proximal end of the stent graft was placed in a straight section of the lumen prior to deployment; the product was used in the lsa (left subclavian artery). A manufacturing related cause was also considered, therefore, the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available a definite root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the events indicated that model fvl12040 vascular stent graft experienced during thoracic endovascular aortic repair (tevar) and left subclavian artery fenestration procedure via femoral artery approach, the stent graft allegedly failed to deploy. Therefore another device was used to complete the procedure. This report was received from one source. This event involved one (B)(6) year old male patient, weighing (B)(6) kgs. There was no reported patient injury.